Event description:
It is reported that upon opening, it was found that the sterile packages were broken.

Manufacturer narrative:
Evaluation summary: the box has some deformation/dents from being shipped and handled but does not show obvious signs of damage from being dropped or otherwise mishandled. A complaint history search yielded no additional complaints against this item for same or similar conditions. Additionally, there are no additional complaints against this item/lot combination. Based on a review of the device and available information, the cause for the reported event appears to be transit damage from shipping. Evaluation: as received, the femoral component remains sealed in both the inner and outer cavities. The outer box was also received with the complaint for review. The outer cavity is fractured from the tyvek lid to the bottom of the cavity. The inner cavity also shows signs of stress/fracture. The device history records were reviewed and found conforming, indicating the device was manufactured, inspected and packaged to specifications.